Event description:
There was an outage that impacted the tracevue data acquisition server. Tracings from fetal monitors were not archiving into tracevue for several minutes until the servers were rebooted. For this particular patient tracing, the fast upload of data appears to not have performed correctly. There is no data in the electronic record during the up load time. Tracevue indicates that the data was uploaded; there is a gap during the time of the "upload" but no data. I verified the paper tracing is complete. This behavior of the upload function for this fetal monitor-tracevue connection is not as expected.